Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Unique identifier (UDI) number unknown / not provided. Last name and email address were not provided.

Event description:
Doctor reported implant fracture and infection at tooth site 35 (fdi).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® implant (oss310) was returned for investigation. Visual evaluation of the as returned product identified that the platform/collar was fractured/damaged. Additionally, there was bone/blood residue around the external threads due to usage. Device history record (DHR) was not available electronically for the subject lot number (259626) thus could not be further reviewed at the time of the investigation. A notification/request has been sent to manufacturing to pull the DHR for review. The pce will be reopened and updated if there is any indication of non-conformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the reported lot number (259626) for similar events and 1 other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported implant fracture was confirmed. However, infection could not be verified as that is a medical condition and the exact details of event and patient anatomical conditions were nonverifiable.